Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the discrepancy occurring periodically over a month. At the time of reporting, the difference in displayed and expected value was greater than 30 units, with a fill estimate discrepancy of 64 units versus the expected 300 units. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge and received instructions to call back for further troubleshooting if the issue recurs. The customer also requested an email with resources related to cartridge loading.